Manufacturer narrative:
Reported event: an event regarding dislocation of the head from the liner involving metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to elevated ion levels and dislocation of the head from the liner. Intra-operatively, minimal blackening of the head/ trunnion junction and minimal wear were noted. A 36 -5 lfit head and 36mm x3 0° insert were revised to a constrained liner and 22mm metal head.